Event description:
The device was returned with a request for repair. There was no reported patient impact. Analysis found that two handles with the lot 140102 are burnt on their black plastic parts, next to the connectors.

Manufacturer narrative:
Medical device: cev669b: handle cev669b dia 5mm ang bipolar, lot 140103 manufactured: january 2014. (B)(4). Product evaluation: analysis found that the two handles with the lot 140102 are burnt on their black plastic parts, next to the connectors. These handles do not pass the electrical tests. The burn of the plastic part on the two handles with the lot 140102 is the consequence of the formation of an electric arc, probably due to the presence of humidity in the connection zone (cable not dried / blood / tissues). It can come from a defect of cleaning or of drying of the instrument. Analysis found that the handle with the lot 140103 came back disassembled. No part is missing. Once reassembled, the handle passes t he electrical tests. The handle with the lot 140103 was probably disassembled by the customer during its reprocessing.

Manufacturer narrative:
Date of this report: january 12, 2015. Additional information: there was no patient impact. Date manufacturer received: february 19, 2015. Usage of device: reuse.

Event description:
There was no patient impact.